Manufacturer narrative:
1. DHR/bhr review(lot#3052796): 1)this batch of products were assembled at intima ii auto line 3 in (B)(6) 2023, and packaged at r240 package line in march 2023. Work order quantity was (B)(4). Ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and pictures have been received, and the defect status cannot be confirmed. 3. The retained sample of this batch is taken for the pinch clamp sealing test, and the test result is qualified. Please see attachment (B)(4) for the test report. 4. When the extension tubing is not centered in the pinch clamp, the pinch clamp cannot be fully acted and lead to blood return. Please see attachment (B)(4). For the clamping position view. Conclusion(s): no abnormality is found on process and retained sample. As no defective sample returned, and and the clamping state of pinch clamp is unknown, the root cause of the complaint defects cannot be determined.

Event description:
On (B)(6) 2023, he came to the hospital for treatment due to "[swelling and pain in the left calf and left ankle due to trauma with limited movement for 30 minutes]". After outpatient x-rays, he was admitted to our hospital with the diagnosis of "fracture of both left ankles". At noon on (B)(6) , the doctor gave mannitol to reduce swelling, tranexamic acid to stop bleeding, and ketorolac trometamol to relieve pain. When the nurse used the intravenous indwelling needle to open the infusion channel, she found that the indwelling needle's stopper clip was loose and blood returned. If the phenomenon is obvious, replace the indwelling needle immediately and then infuse normally.

Event description:
On (B)(6) 2023, he came to the hospital for treatment due to "[swelling and pain in the left calf and left ankle due to trauma with limited movement for 30 minutes]". After outpatient x-rays, he was admitted to our hospital with the diagnosis of "fracture of both left ankles". At noon on (B)(6) 2023, the doctor gave mannitol to reduce swelling, tranexamic acid to stop bleeding, and ketorolac trometamol to relieve pain. When the nurse used the intravenous indwelling needle to open the infusion channel, she found that the indwelling needle's stopper clip was loose and blood returned. If the phenomenon is obvious, replace the indwelling needle immediately and then infuse normally.

Manufacturer narrative:
1. DHR/bhr review(lot#3052796): 1)this batch of products were assembled at intima ii auto line 3 in march 2023, and packaged at r240 package line in march 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and pictures have been received, and the defect status cannot be confirmed. 3. The retained sample of this batch is taken for the pinch clamp sealing test, and the test result is qualified. Please see attachment pr#(B)(4) for the test report. 4. When the extension tubing is not centered in the pinch clamp, the pinch clamp cannot be fully acted and lead to blood return. Please see attachment pr#(B)(4) for the clamping position view. Conclusion(s): no abnormality is found on process and retained sample. As no defective sample returned, and and the clamping state of pinch clamp is unknown, the root cause of the complaint defects cannot be determined. H3 other text : see h10.

Event description:
It was reported that the tubing clamp on the bd intima ii¿ IV catheter prn adapter was loose during use, causing blood to backup. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, he came to the hospital for treatment due to "[swelling and pain in the left calf and left ankle due to trauma with limited movement for 30 minutes]". After outpatient x-rays, he was admitted to our hospital with the diagnosis of "fracture of both left ankles". At noon on august 27, the doctor gave mannitol to reduce swelling, tranexamic acid to stop bleeding, and ketorolac trometamol to relieve pain. When the nurse used the intravenous indwelling needle to open the infusion channel, she found that the indwelling needle's stopper clip was loose and blood returned. If the phenomenon is obvious, replace the indwelling needle immediately and then infuse normally."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.